Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 551 mg/dl. The customer stated they did not received or feel any alarm when the reservoir was empty. Customer treated for their high blood glucose with bolus. The customer received insulin pump error during self test. Customer was able to successfully clear the alarm and rewind insulin pump. Customer performed self test and test was passed. The pump will not be returned for analysis.